Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-12: product expired. Note: the test strips referenced in this report are part of recall #1052693-06/13/16-001-r. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 44 mg/dl. Customer stated he obtained the result twice a few days ago. The customer¿s expected fasting blood glucose test result range is 100-130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. Customer was using discontinued and expired products; test strips are also impacted by recall. The product was also not stored according to specification and was stored in the kitchen. The meter memory was not reviewed for previous test result history.